Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported on (B)(6) 2025 going to their healthcare for pain at the pod site on her stomach. Despite the pain, she wore the pod for the full 72 hours, later noticing the site was black and blue, red, draining pus, and had a hard knot. She was prescribed antibiotics. The site improved with treatment. The pod was worn on the abdomen for a duration longer than 48 hours.